Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed cuts in the overmold on the top and bottom covers as well as the fantail. In addition, the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passes photographic imaging inspection. System lock was verified. The condition of the electrode prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. The device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experiencing lack of benefit with device use. The recipient presented with pain when wearing glasses. The recipient's device was explanted. The recipient was not reimplanted

Manufacturer narrative:
The recipient reportedly recovered and has no issues. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.